Event description:
It was reported that the trailing haptic was sticking on the edge of the back side of the optic when implanting the intraocular lens. The lens remains implanted at the time of submitting the medical device report. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. There were no process and / or material changes within the production order. All tests results showed a pass condition. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.